Event description:
It was reported to a company representative that a vns patient has had an increase in seizure activity. The patient was reported to be in end stage liver failure. Additional relevant information has not been received to-date.